Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Current blood glucose was 549 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer also reported insulin flow block alarm. No further patient complications were reported. Insulin pump will not be return for analysis.